Manufacturer narrative:
We have not received the xenosure patch for investigation since it remains implanted in the patient. We could not perform a batch record review since the lot number of the affected xenosure patch was not provided to us. Information including date of implant, date of intervention, and any impact on patient's health because of this incident was also not provided to us. Please note that we have also submitted manufacturer's incident report# 1220948-2020-00103 and 1220948-2020-00105 related to a similar incident that occurred at the same hospital after implanting xenosure biologic patch. Each of the three surgeries were conducted by a different surgeon. During our follow-up investigation, we were informed that all of the three complaint patches were used for a femoral procedure. In all of the three cases, surgeons observed that the tissue between the skin and the artery was hard without any adherence between the tissue and the patch. All of the three patches remain implanted at this time. However, the doctors plan to intervene the surgical site. We were also informed that the doctors who performed one of the three surgeries observed an arterial stenosis. As stated in the IFU, re-stenosis is a known potential complication that may occur with the use of xenosure biologic patch. From our previous conversation with our medical director for similar complaints, it was made clear that an inflammatory reaction to a non-thrombogenic glutaraldehyde treated patch is highly unlikely and would thrombose in the first several days. Restenosis can occur due to endothelial injury to the artery during the procedure. Care must be taken when suturing the biologic patch in order to prevent injury to the endothelium of the surrounding artery. The three complaints were reported to us at a same time with the same complaint description which raises questions on whether these patches were properly prepared and implanted, including any post-operative care that was provided to the patients. At this time, we could not confirm patch related pathology with these incidents. The investigation is ongoing, but our inquiries are not getting any more response due to the increasing covid-19 situation in europe.

Event description:
They had 3 similar cases (1 per surgeon, 3 different surgeons). The 3 patients had an inflammatory reaction on surface and a "guangue" around the patch , but no adherence. It reduced the diameter of the artery. The 3 patients should have a re-intervention. The instrumentist affirms that the rinsing procedure was correct. (They use a lot of patches). This is report 2 of 3 of this series.